Event description:
While obtaining an endotracheal culture with a swab, cotton end (tip) of swab broke and was aspirated into bronchus. A bronchoscopy was performed and tip was removed without difficulty. The pt was not harmed in the incident. The pt expired but the death was not related to the incident.